Event description:
It was reported that the patient was hospitalized with hemolysis and a venous thromboembolism requiring anticoagulation medication and surgical intervention. The patient presented with continuous high watt alarms and transient pump stoppages with electrical fault alarms. Computerized tomography (CT) did not show significant obstruction of the outflow graft. The controller was exchanged and the patient continued to have high watt alarms and intermittent electrical fault alarms. The ventricular assist device (vad) was explanted and the patient received a heart transplant. No further patient complications have been reported as a result of this event. This event was reported in the q4 2023 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: one (1) pump with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered, a possible root cause of the reported electrical fault event can be attributed, but not limited, to driveline wire damage, contamination by foreign material of the driveline connector, or a marginal driveline connection. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause of the reported pump stop event can be attributed but not limited to a physical disconnection of the driveline from the controller, a controller failure, or a pump failure. This event was reported in the q4 2023 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: d1: heartware ventricular assist system ¿ unknown controller d4: model #: / catalog #: / expiration date: / serial #: / UDI #: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.